Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection "in port". The patient believed "it could have been connected with recalled minicaps improper sealing", this was not confirmed; therefore, the cause will remain unknown. The patient presented to the hospital to treat the infection and ¿it cleared up¿. It was not reported if the patient was admitted for the event. Specified treatment was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.